Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported system error 322 was reproduced during evaluation and verified through a review of the event history log. The cause was determined to be the lower auxiliary. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 322 (link switch error low). There was no known patient injury or medical intervention associated with this event. No additional information is available.